Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet in the shower, resulting in a cracked touchscreen and loss of function, and a replacement was arranged with overnight delivery and instructions to return the original device. Symptoms included high blood glucose up to 400 mg/dl and thirst. Outcomes included use of backup therapy and continued cgm use via the dexcom app or receiver. Investigation included customer service troubleshooting and collection of event details regarding device damage and glycemic impact. Investigation of this device revealed accidental physical damage to the screen with resultant nonfunction and loss of watertight integrity, and the device could not be powered on to sync data or shut down. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated physical damage leading to device failure.